Event description:
Customer's husband reported blood glucose results of 530 mg/dl and 130 mg/dl within 10 minutes, 218 mg/dl and 98 mg/dl within 10 minutes on the compact plus system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.